Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found premature depletion. The device was at elective replacement indicator (eri) when received. High fuel gauge current was observed in the device image. Battery depletion was determined to be premature due to high current. High current was unable to be reproduced. The root cause of the high current could not be determined.

Event description:
This report is to advise of an event observed during analysis.